Event description:
It was reported that during revision hip arthroplasty, titanium bone screws were being inserted into the acetabular shell component. Two acetabular screw components passed completely through the shell during insertion, and remain in the patient's pelvis. No additional surgery is scheduled.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Review of device history records show that lot released with no recorded anomaly or deviation. There have been no trends identified related to this type of event. H6: device history records for this lot were reviewed and found released with no abnormality. Evaluation also included testing of an acetabular shell component from the same lot. Testing could not produce same results.